Event description:
Information received indicates when the brake is activated, the brake will hold but the casters continue to swivel.

Manufacturer narrative:
The technician replaced the worn casters to repair the stretcher.